Event description:
It was reported that during clinical use with an autopulse platform, the customer experienced three autopulse nimh battery failures. Each battery only lasted a few minutes. No adverse patient sequelae was reported. Manufacturer has requested additional information; however, no further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: #3003793491-2013-00891 for autopulse nimh battery with sn (B)(4). #3003793491-2013-00892 for autopulse nimh battery with sn (B)(4). #3003793491-2013-00894 for autopulse resuscitation system sn (B)(4).